Manufacturer narrative:
The device was received and evaluated. The soft cannula was observed to be damaged. Due to the damage, fluid was unable to pass through the entire fluid path. The cause and timing of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied.